Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in good condition, quick connect was corroded. Functional testing confirmed the complaint when water started coming out the bottom underneath the water tank. Root cause was attributed to a kinked reservoir gasket. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reservoir gasket while performing preventative maintenance, replaced quick connect and calibrated. Device passed all functional testing after the completed repairs.

Event description:
It was reported that the device was leaking from the bottom. Event found during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.